Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2221) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus has been perforated by the migrating coils') and migraine ('suffered from migraines') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine (seriousness criterion hospitalization), immunodeficiency ("lowered immune system,"), palpitations ("heart palpitations"), night sweats ("night sweats,"), allergy to metals ("developed an allergy to nickel") with rash and urticaria, abdominal distension ("severe bloating "), dyspnoea ("shortness of breath,"), feeling abnormal ("terrible brain fog"), menorrhagia ("heavy menstrual bleeding with large clots / periods 15 days apart"), vulvovaginal pain ("vaginal tenderness"), vulvovaginal swelling ("vaginal swelling "), vaginal infection ("regular vaginal infections") and incontinence ("incontinence.") And was found to have weight increased ("weight gain"). In 2015, the patient experienced pelvic pain ("constant dull ache in my pelvic area / severe stabbing pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine haematoma ("menstrual cycle to bleed into my uterine wall."). The patient was treated with surgery (essure removal (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, migraine, immunodeficiency, palpitations, night sweats, allergy to metals, weight increased, abdominal distension, dyspnoea, feeling abnormal, menorrhagia, vulvovaginal pain, vulvovaginal swelling, vaginal infection, incontinence, pelvic pain and uterine haematoma outcome was unknown. The reporter considered abdominal distension, allergy to metals, dyspnoea, feeling abnormal, immunodeficiency, incontinence, menorrhagia, migraine, night sweats, palpitations, pelvic pain, uterine haematoma, uterine perforation, vaginal infection, vulvovaginal pain, vulvovaginal swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: ppf received: case became serious incident. Essure removal surgery added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 31-oct-2015. The most recent information was received on 30-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus has been perforated by the migrating coils') and migraine ('suffered from migraines') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced migraine (seriousness criterion hospitalization), immunodeficiency ("lowered immune system,"), palpitations ("heart palpitations"), night sweats ("night sweats,"), allergy to metals ("developed an allergy to nickel") with rash and urticaria, abdominal distension ("severe bloating "), dyspnoea ("shortness of breath,"), feeling abnormal ("terrible brain fog"), menorrhagia ("heavy menstrual bleeding with large clots / periods 15 days apart"), vulvovaginal pain ("vaginal tenderness"), vulvovaginal swelling ("vaginal swelling "), vaginal infection ("regular vaginal infections") and incontinence ("incontinence.") And was found to have weight increased ("weight gain"). In 2015, the patient experienced pelvic pain ("constant dull ache in my pelvic area / severe stabbing pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and uterine haematoma ("menstrual cycle to bleed into my uterine wall."). The patient was treated with surgery (essure removal (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, migraine, immunodeficiency, palpitations, night sweats, allergy to metals, weight increased, abdominal distension, dyspnoea, feeling abnormal, menorrhagia, vulvovaginal pain, vulvovaginal swelling, vaginal infection, incontinence, pelvic pain and uterine haematoma outcome was unknown. The reporter considered abdominal distension, allergy to metals, dyspnoea, feeling abnormal, immunodeficiency, incontinence, menorrhagia, migraine, night sweats, palpitations, pelvic pain, uterine haematoma, uterine perforation, vaginal infection, vulvovaginal pain, vulvovaginal swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.